Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case at the display window corners and cracked liquid crystal display window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cracked at reservoir compartment. Customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.